Manufacturer narrative:
Load cell.

Event description:
It was reported by svc report that the bed scale values were not accurate and the bed exit would not function. No pt involvement or adverse consequences are reported.